Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned with the stent fully mounted to the delivery device. A visual and tactile examination identified severe shaft kinking and stretching damage at multiple locations along the length of catheter. The damage was so severe it extended through the outer sheath and inner shaft. The deployment handle was also noted to be bent. This type of damage is consistent with severe excessive force having been applied to the delivery system. The device was returned with the stent fully loaded onto the delivery device. A visual and microscopic examination identified that the stent trusts were damaged at the distal end of the stent and were protruding through the outer catheter. This section of stent damage was identified within a section of severely kinked and stretched catheter. The catheter damage extended down into the inner shaft and resulted in the stent struts becoming lifted and protruding through the outer catheter. Due to the condition of the returned device if was not possible to deploy the stent. A visual and tactile examination identified not issues with the tip that could have contributed the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 12-april-2018. It was reported that the stent failed to deploy. The target lesion was located in the biliary tract. An 8x40x75/ 6f wallstent¿ was advanced for treatment; however, the stent could not be deployed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.